Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to fluid loss. A new 65ml ipp reservoir was implanted. Further information was requested and not yet received. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to fluid loss. A new 65ml ipp reservoir was implanted. It was further reported that the patient was no longer able to inflate his device. The location of the fluid loss was the body of the reservoir. During the surgery it was observed that there was almost no fluid left in the reservoir. The reservoir was explanted and then inflated in order to observe the fluid loss. The patient was happy and satisfied with the results following the revision surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir was explanted due to fluid loss. A new 65ml ipp reservoir was implanted. It was further reported that the patient was no longer able to inflate his device. The location of the fluid loss was the body of the reservoir. During the surgery it was observed that there was almost no fluid left in the reservoir. The reservoir was explanted and then inflated in order to observe the fluid loss. The patient was happy and satisfied with the results following the revision surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.